Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 395 mg/dl at the time of incident. Customer stated that the blood glucose level went in 300 mg/dl to 400 mg/dl. The customer was using insulin pump within 48 hours of reported event. Customer was treated with manual injection. Customer stated that the auto mode feature was of insulin pump was active. Customer did not allege that the insulin pump was under delivering. Customer declined for troubleshooting. Customer stated that the sensor had change sensor alert. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to wait for the insert battery alarm before inserting a new battery. Customer stated that the insulin pump did not alarm battery failed alarm. The insulin pump will not be returned for analysis.